Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4: date of this report was updated. G4: date received by manufacturer was updated. G7: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated.. H6: method code was updated to 4114. H6: results code was updated to 3221. H6: conclusions code was updated to 4310. H10: narrative/data was updated. The reported unknown zimmer abutment screw and the concomitant implant were not returned. Since product has not been returned, visual/functional inspection could not be performed.the reported condition of damaged threads were not confirmed. DHR review could not be performed for the reported unknown zimmer abutment screw, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications a device history record (DHR) review was completed for the concomitant device lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. A complaint history review could not be performed for the reported unknown zimmer abutment screw without relevant item and lot information. A complaint history review was completed for the concomitant implant for the reported device lot for similar event and no other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : no product and no lot number available.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight is not provided / unknown. Brand name is not provided / unknown. Catalog number and lot number are not provided / unknown. Device not returned to manufacturer.

Event description:
Doctor reports that a unknown zimmer abutment screw damaged an tsv6b11 implant and was damaged and the implant was removed. Tooth site # 19.